Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was told he would need to recharge every couple of weeks but he was charging practically daily since getting his implant which was too often. The patient had not been recently reprogrammed, switched to a new group, or increased parameters. When the patient did charge they charged to 100% full. At the time of the report the implantable neurostimulator (ins) was dead and completely empty even though the patient charged to full the morning of the report. It was suggested to recharge the ins. It was noted that therapy was working fine otherwise and no patient symptoms were reported. It was later reported that the patient's device was and is working. The patient still had to recharge every other day if not every day. The patient had lost his remote for a few days so he didn't have it on for a few days but found the remote. The patient worked a lot so they hadn't seen anyone regarding this issue yet but the patient's wife was going to call the manufacturer's representative (rep). The rep. Spoke with the patient's wife and gave suggestions regarding increasing the recharging interval and suggested to meet at the physician's office but the patient was very busy with work so no appointment had been yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.